Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood in a timely manner following an unrecoverable alarm as instructed in the user's guide. The cause of the of the reported alarm could not be determined. The user's guide provides adequate instructions for troubleshooting system alarms. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Xnstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment which could not be resolved by the operator. Clotting of the circuit occurred due to the amount of time spent troubleshooting the alarm preventing rinseback and resulting in an estimated blood loss of 190cc. No medical intervention was required.